Event description:
A patient's spouse reported that patient's one touch profile meter was reading inaccurately low. Patient's spouse stated that due to inaccurate low readings patient did not administer medication properly, which lead to tingling in patient's legs. Patient had felt thristy and dizzy. Patient's blood glucose was 156 mg/dl with patient's one touch profile, and 206 mg/dl with a one touch ultra. It is unclear whether the one touch ultra is the patient's or the doctor's meter. Tests were done within 11-20 minutes. Patient was unclear as to if patient was treated at the doctor's office. Patient's spouse also reported receiving "not enough blood" messages with the one touch profile. Further attempts to contact the patient have failed.